Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no capture was noted on the epicardial lv leads prior to reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead epicardial leads exhibited high thresholds and diminished sensing. It was also reported that the implantable pulse generator (ipg) atrial port was plugged with a non-approved amputated lead or adapter. It was noted that the patient also experienced bacteremia. The epicardial leads were reprogrammed and remain in use. The ipg remains in use. No further patient complications have been reported as a result of this event.